Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. This was noticed one month prior when trying to deliver a bolus. Pt has used this infusion device since 2007 and boluses at least 4 times per day. The down button pops up after being pressed. The up button continues to function as intended. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.